Event description:
A customer contacted beckman coulter inc. (Bci) regarding incorrect pt demographics on the lh 750 printout. In 2007, pt b sample was tested on the lh 750 instrument and the sample ID appeared correctly on the printout; but the demorgaphics were from pt a which corresponded to the info for pt a when the pt was in the hospital in 2006. Based on the info available, there was no effect to pt or user as a result of this event.

Manufacturer narrative:
Pt a sample run in 2007 matched correctly as expected. The sample ID for pt a from 2006 was not in the completed list. A field service was not dispatched to the customer's lab. The event was reviewed by bci software engineer: the customer re-uses sample ids, and the old to do list entries map that sample ID to an existing pt ID. An attempt to send a new order from the host fails because an old order already exists for the sample ID with an old pt ID. It was noted that a message "host: id1 with test type pending duplicate" was generated several times in the customer's event log. The frequency of the message indicates that they had trouble placing new orders for a barcode because old ones still existed. With only the old order and not the new one, the sample ID gets mapped to the old order, and consequently to the old pt ID and demographics. Per product labeling, the solution for this problem is to use the automatic todo list deletion feature. The customer's todo list had over 20,000 requests and was subsequently deleted. The customer was assisted to set up the automatic todo list deletion feature. As per product labeling: "conditions prior to todo list download - no samples are in the todo list with the same primary identifier(s) and no samples are in the todo list or completed list with the same pt ID". Although the high number of requests present in the todo list may have contributed to this event, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.